Event description:
It was reported that this right ventricular (rv) lead had been exhibiting for the past six years high out of range shock impedance measurements, greater than 125 ohms. During the last year, the impedances ranged between 140 ohms and 110 ohms, being in the last month superior to 125 ohms. In addition, high pacing thresholds were also found. Subsequently, the patient underwent a revision surgery in which this rv lead was surgically abandoned and replaced with a new one. No additional adverse patient effects were reported.